Event description:
A customer reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, and after the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.